Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having some problems with his insulin pump that resulted in him being hospitalized twice. Customer stated that he has been receiving no delivery alarms on the insulin pump. Blood glucose level at the time of the first hospitalization was 640 mg/dl. Blood glucose level at the time of the second hospitalization was 600 mg/dl. Customer was in a state of diabetic ketoacidosis at time of second hospital admission and was placed in the intensive care unit. Blood glucose level was 101 mg/dl at the time of the call. No further information was provided.